Event description:
Elevated markers on patient sample tested with triage cardiac panel that did not reproduce on bayer platform. Ckmb=13.8, myoglobin=273, troponin I (tni)=0.74. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.